Event description:
Two pts with discrepant phosphorus or creatinine results. Pt 1, 2008, initial phosphorus result 2.64 mmol/l, repeated twice, 2008, gave 0.98 mmol/l and 0.99 mmol/l. Initial results were reported, pts were not adversely affected. The investigational unit was unable to determine root cause but stated the field service rep replaced the sample syringes and probes that resolved the issue. Performance tests were performed.

Event description:
Two patients with discrepant phosphorus or creatinine results. Pt 2, female, born 2008, had two samples with discrepant creatine results: first sample, 2008, initial result 51 umol/l, repeated twice gave 92.5 and 103 umol/l; second sample, 2008, initial result 208 umol/l, repeated twice gave 40.3 and 41.2 umol/l. Initial results were reported, pts were not adversely affected. The investigational unit was unable to determine root cause but stated the field service rep replaced the sample syringes and probes that resolved the issue. Performance tests were performed.